Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. (B)(4).

Event description:
It was reported that this electrode was explanted and replaced due to high out of range shock impedance measurements. The explanted product is expected to be returned for analysis and no resulting adverse patient effects were reported. The associated device, remained implanted with the new electrode and defibrillation testing was confirmed successful.

Event description:
It was reported that this electrode was explanted and replaced due to high out of range shock impedance measurements. The explanted product was later returned for analysis; no resulting adverse patient effects were reported. The associated device remained implanted with the new electrode and defibrillation testing was confirmed successful.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 325mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. Patient code 3191 was applied to capture the reportable event of surgery.